Event description:
The manufacturer received information alleging a ventilator service required code observed related to power failure. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required code observed related to power failure. There was no harm or injury reported. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. The ventilator was evaluated by third party service center and the customer¿s complaint was confirmed. During evaluation it was observed that the device failed a test step. The device's blower motor was recalibrated to address the issues. No spares were replaced.